Event description:
Flexible probe from segmented cylinder set has a blocking washer that has slipped about 5-6mm from the nominal location. There was no adverse event or injury related to this complaint. The issue was identified prior to use. At that time, it was determined to be a user error and was not identified to be a reportable complaint. Varian has since determined in 2011 there was a product problem with the design of the flexible probes with blocking washer, part number gm11002420, and has recalled the product. All previous complaints of a moved blocking washer are being reported as mdrs at this time.

Manufacturer narrative:
In some circumstances, it is possible for the old design blocking washer to shift to a different position on the flexible probe, or destabilize it to the extent that it does not secure the probe to the source guiding tube when the locking nut is tightened. The shifts reported for the old design have been in the distal direction along the probe causing the tip of the probe to fall short of the tip of the cylinder segment lumen. If the shift is sufficient to displace the probe below the gripping jaw (approximately 5mm), the locking mechanism will not work, and the flexible probe tip will be located proximal to the intended position by the distance of the shifted blocking washer. Varian developed a new design flexible probe and source guiding tube that do not contain a blocking washer. The parts for the new design are identified as follows, and have been included in all default applicator sets beginning in (B)(4) 2010: gm11002280, flexible probe, 2.8mm x 320 mm and gm11010280 guiding tube for segmented cylinders. An urgent medical device correction notification letter was sent on 2011-07-13. No add'l follow-up to this MDR is expected. ((B)(4).